Event description:
A us distributor contacted zoll to report that a patient developed blisters/open wound under the lifevest equipment. Patient described the area as circular bumps that itchy then ooze from scratching then become black scabs. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed fluocinonide cream and triamcinolone ointment for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.